Manufacturer narrative:
Device investigation details: a picture was received for evaluation following biosense webster's procedures. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. According to the picture provided by the customer, fluid was observed with blood on the device port tubbing. This residue it could be the part of thrombus reported by the customer. However, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The instructions for use (IFU) contain the following information: after the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thrombus was found. It was reported that during the surgery, blood aspiration of the sheath was difficult. Thrombus blocked the entrance of the irrigation section of the outer sheath, so it could not flush the sheath after the catheter was inserted into the outer sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received indicating no error messages were presented by the system and there were no temperature issues. The generator was in power control mode (30w,43) and the patient was anticoagulated with activated clotting time (act) maintained throughout the case. The physician considered the thrombus to be excessive but did not pose a risk to the patient. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thrombus was found. It was reported that during the surgery, blood aspiration of the sheath was difficult. Thrombus blocked the entrance of the irrigation section of the outer sheath, so it could not flush the sheath after the catheter was inserted into the outer sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: on 11-sep-2024, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed that the shaft was bent, and no other damage or anomalies on the device were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A device history review was performed for the finished device batch number, and no internal action were identified. There was a photo provided by the customer were blood was observed in the hub area, however, thrombus/ clot issue reported by the customer could not be observed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent shaft could be the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instruction for use of the device contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli; once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft dentified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue thrombus/clot. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).